Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient was revised due to pain. (B)(6) 2012 - litigation papers received. Corrected patients name and added date of implant. There is no new additional information that would affect the investigation. (B)(6) 2012 - plaintiffs preliminary disclosure form was received, which identified lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Patient was revised due to pain.

Manufacturer narrative:
Litigation papers received. They provided information we have added to the complaint. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update aug 25, 2017: implant sticker received. There is no new information. Added taper sleeve for the previously alleged pain. This complaint was updated on: sep 19, 2017.